Event description:
It was reported that a spectrum pump displayed system error 341 during therapy in the med surgical care area (medication, programmed amount and delivery rate unk). Any pt injury or med intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 341 which was confirmed through a review of the event history log but not reproduced. The device was tested and no cause could be determined.